Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that during suture retrieval the link was cut instead of the rail suture. The anterior needle was captured by the anterior cuff. There was no needle strike mark at the posterior portion of the foot. The needle follower was slightly bent, suggesting that the lever might have been closed to retract the foot prior to removing the needle plunger, but this could not be confirmed. The suture, posterior cuff, and posterior needle tip were not returned, which limited the scope of the investigation. Cutting the link instead of the rail suture would have contributed to unsuccessful suture retrieval and subsequent failure to achieve hemostasis which would require an alterative method to achieve hemostasis such as the reported manual arterial compression the lever might have been closed to retract the foot prior to removing the needle plunger is an incorrect deployment technique. The instructions for use state under device placement to disengage the needles by pulling the needle plunger assembly back in the direction marked. Completely remove the needle plunger from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the needle plunger until the suture is pulled taut. Do not attempt to redeploy smc needles in the event of failure to capture suture. Cut the suture from the anterior needle distal of the link. Based on the investigation, the probable cause for cutting the link instead of the rail suture during suture retrieval is an incorrect operator deployment technique. No manufacturing or quality deficiency was detected as a result of this investigation. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, an unspecified failure occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.